Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation

Event description:
It was reported that patient underwent a revision surgery with exchange of tibial insert due to it being disengaged. Patient was presented to surgeon in (B)(6). With reduced range of motion and no other complications. X-ray showed the liner had disengaged. Review of x-rays one day post-op revealed the liner already disengaged then but had not been identified. All other components are satisfactory.